Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported crooked luer port (product quality problem) and perforation. The reported user error (improper or incorrect procedure or method) was due to the user electing to use the device with the reported crooked luer. Perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as an atrial septal defect (asd) closure device was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. While removing a steerable guide catheter (sgc) (40909r1044) from the box, it was observed that the distal tip of the sgc was pointed in the wrong direction. Therefore, the sgc was not used. A new sgc (41123a4035) was prepared. However, it was observed that the luer port of the clear chamber was crooked. The sgc was used to continue the procedure. Two mitraclips were inserted and deployed on the mitral valve, reducing mr to a grade of 1. However, after the sgc (41123a4035) was removed from the septum into the right atrium, a right-to-left shunt was observed. Therefore, an atrial septal defect (asd) closure device was implanted. There was no clinically significant delay in the procedure.